Event description:
A customer reported that the speaker and vibrate functions of the pump were too quiet. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.